Event description:
Patient was presented with degenerative disc disease with a painful disc herniation and underwent a prodisc-c implant at c6-7 on (B)(6) 2012. Patient was experiencing pain and received a follow-up x-ray on an unknown date and it was noted that there was a malposition of the implant in which there was an anterior/right-side lateral collapse. Prodisc-c was explanted on (B)(6) 2013. Patient is doing fine. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
A third party evaluation was conducted by exponent biomedical engineering. All retrieved device components (superior endplate, polyethylene inlay, inferior endplate) were examined macroscopically for signs of wear and damage. All three components had evidence of iatrogenic damage that most likely occurred during the removal process. The backside surface of the inferior endplate showed remnants of bone. The endplates showed evidence of impingement. Mating marks consistent with impingement were observed on the superior and inferior endplates. Machining marks were observed on the perimeter of the articulating surface of the polyethylene inlay. The articulating surface of the polyethylene insert showed evidence of adhesive abrasive wear with evidence of burnishing and multidirectional micro-scratches consistent with normal wear. The articulating surface of the superior endplate has evidence of a biofilm and/or adhesive transfer from the polyethylene inlay. A review of the exponent evaluation by product development concluded there is no evidence of device failure or malfunction that warrants further actions and no new risks can be identified. The implant components show signs of normal wear commonly observed in metal-on-pe articulations in total joint replacements. There is damage present on both endplates including the coating and the pe inlay all consistent with surgical removal. There are signs of impingement between the superior and inferior components. No new risks, user needs, or updates to the product development evaluation for the complaint have been identified as a result of the condition of the device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development event evaluation was conducted. Complaint description analysis & review: if the device had been poorly positioned upon implantation, problems would have been noted almost immediately, and the revision would have occurred much sooner. In addition, the implant¿s keel design makes it highly unlikely for lateral migration to occur. Because the revision occurred 11 months after the initial surgery, subsidence is the likely harm described in this complaint. Literature review: a pubmed search was conducted using the following search parameters, prodisc-c and subsidence, with 6 articles returned. No cases of subsidence were reported in the papers 1, 2, and 4 that covered clinical series. Paper 5 discusses a finite element analysis of the interface between vertebral endplate and different implant designs and doesn¿t contain any clinical results. Paper 6 summarizes a biomechanical cadaver study to evaluate if a correlation between the endplate strength and bone density exists. Paper 3 discusses a study involving 24 patients implanted with a cervical disc arthroplasty device. Dimensions of the implant endplates were compared to measurements taken of the corresponding vertebral endplates to assess the amount of endplate coverage. Unfortunately, no specific correlation was made between endplate coverage and patient clinical results. [Outcome of microsurgical decompression combined with cervical artificial disc replacement]. Sun s, wang gh. Zhonghua wai ke za zhi. 2013 mar; 51(3):211-5. Chinese. [Prodisc-c total disc replacement. A four-year prospective monocentric study]. Barna m, stulík j, kryl j, vyskoèil t, nesnídal p. Acta chir orthop traumatol cech. 2012;79(6):512-9. Czech. Footprint mismatch in total cervical disc arthroplasty. Thaler m, hartmann s, gstöttner m, lechner r, gabl m, bach c. Eur spine j. 2013 apr;22(4):759-65. Doi: 10.1007/s00586-012-2594-3. Epub 2012 nov 27. [Cervical disc arthroplasty (prodisc-c): analysis of 3 to 4- year follow up results]. Hrabálek l, vaverka m, houdek m. Rozhl chir. 2009 nov;88(11):634-41. Czech. Stress analysis of the interface between cervical vertebrae end plates and the bryan, prestige lp, and prodisc-c cervical disc prostheses: an in vivo image-based finite element study. Lin cy, kang h, rouleau jp, hollister sj, marca fl. Spine (phila pa 1976). 2009 jul 1;34(15):1554-60. Correlation of prodisc-c failure strength with cervical bone mineral content and endplate strength. Zhang x, ordway nr, tan r, rim bc, fayyazi ah. J spinal disord tech. 2008 aug;21(6):400-5. No new hazards, risks, or increased rates of occurrence of known hazards have been identified as a result of the pubmed searches. Dhf review: the device should approximate the footprint (length and width) of the physiologic vertebral endplate morphology to maximize endplate coverage. Patient selection could have played a role in this case and cannot be ruled out based on the materials and information available at the time of this evaluation. If the patient showed signs of severe degeneration in his/her cervical spine, that could have played a role in this outcome. Patient exclusion criteria include; more than one vertebral level requiring treatment; marked cervical instability on resting lateral or flexion/extension radiographs: translation greater than 3 mm and/or greater than 11 degrees of rotational difference to that of either adjacent level. Clinically compromised vertebral bodies at the affected level due to current or past trauma, e.g., by the radiographic appearance of fracture callus, mal-union or nonunion. Severe spondylosis at the level to be treated as characterized by any of the following: bridging osteophytes; a loss of disc height greater than 50%; absence of motion (<2°) ; osteoporosis. Patients with such conditions were excluded from the clinical study. Thus the safety and effectiveness of this device has not been proven for such patients. As a result of the low complaint rate and no failure of the device being identified as the cause of the subsidence or the adjacent segment degeneration, the verifications and validations documented remain valid for the prodisc-c. Beyond the prodisc-c design and technique, surgical technique during the discectomy and decompression stage of the procedure (prior to inserting the implant) may have played a role. Overly aggressive endplate remodeling can weaken the vertebral endplates making them more vulnerable to subsidence. The technique guide specifically states: preserve the integrity of the bony endplates; only the cartilaginous endplates should be excised. Endplate remodeling should only be performed if posterior osteophytes interfere with implant positioning or excision is necessary for neural decompression. The uncinate process should be preserved¿use manual instruments, such as kerions and curettes, when bony remodeling is necessary. There is not enough information available to determine the cause(s) of the subsidence observed. It could have resulted from any combination of the following potential causes: implant sizing, the head and neck injury the patient sustained, patient selection (e.g. Inadequate bone structure or support), and/or overly aggressive endplate remodeling during the decompression. The cause for the subsidence in this case is unknown. A review of the device history record revealed no complaint related anomalies.